Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vitrectomy procedure planned and found that the ophthalmic 25g soft tip cannula was substituted with a 23g soft tip cannula which did not fit into the 25g trocars as it was too big. Procedure details.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event packaging issue is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 2523835-2023-00591. The manufacturer internal reference number is: (B)(4).